Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was in the 160s mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue.